Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 16, 2019 that spaceoar was implanted during a spaceoar implant procedure performed on (B)(6) 2019. Reportedly, the procedure was done under local anesthesia and there were no issues noted during the procedure. According to the complainant, on (B)(6) 2019 during a simulation magnetic resonance imaging (MRI), the spaceoar gel was noted to be present in the rectal wall. The patient was asymptomatic and did not received any treatment. As of (B)(6) 2019, the patient condition was reported to be asymptomatic and is waiting for the gel to dissolve prior to radiation therapy.